Event description:
Sex: unk. Procedure: lap chole. According to the reporter, the doctor applied the clips, cut the duct, the device and clips seemed to have worked properly. The doctor finished the case and only afterward when the pt experienced complications and another procedure (ercp through gastrotomy) was performed did they recognize that the clips had fallen off and there was a bile duct leak. The bile leakage was treated via gastrotomy tube, ercp & stent placement, clips that slipped off were not retrieved.

Manufacturer narrative:
Initial report sent to FDA on 08/02/2007. The subject instrument was not received. Rep sealed samples have been received. An eval has begun but is not completed.